Event description:
The pt contacted lifescan in 2005 alleging that his one touch ultra meter was reading inaccurately high. The senior technical svc rep mailed a letter 5 days later since the pt could not be reached to verify/provide info. On one day the month before, the pt ate breakfast (cereal) and went to his physician's office for a regularly scheduled appointment and the lab for blood work. No tests were performed on the meter prior to going to the appointment. The pt obtained a 2.5 mmol/l (converts to 45 mg/dl) on a laboratory device. He began sweating and feeling weak, while at the lab, and another pt gave him a sugar tablet and a nurse gave him hard candy. Within 10 mins of the lab test, the pt obtained a 3.7 mmol/l (converts to 67 mg/dl) on the reported meter. Between the tests there was intervention that would be expected to change the blood glucose. There is no indication that the meter contributed to injury or medical intervention. The pt obtained a low lab result, had low symptoms, received treatment for low blood glucose levels, and obtained a relatively higher result on the reported meter after using candy. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The meter, test strips, and control solution were replaced.